Event description:
Healthcare professional reported additional "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crack valve, fold creases, and a wear abrasion. Leak test and microscopic analysis was performed which identified a crack valve and a striated opening on the patch. Based on the device analysis the final assessment is: - a cracked valve seat diaphragm valve. - creases are observed, however, is not consider as a workmanship due to the device was not received in their original sealed packaging. - a striated opening on patch assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.